Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). It was reported through the manufacturer's device tracking system, that on (B)(6) 2010, the lvad was exchanged for another lvad. No further information is known at this time.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.